Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a cracked screen. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the liquid crystal display was damaged. Hanger assembly was cracked, capacitor on main printed circuit board (pcb) was broken off, upper case was damaged, keypad was damaged, two encoder nuts were contaminated. A firmware update was performed which improved boot time. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a cracked screen. The epg was returned for service. No patient complications have been reported as a result of this event.